Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) programmer successfully interrogated an unexpected s-ICD without the health care professional (hcp) realizing. The unintended device had a battery status of elective replacement indicator (eri) and increased impedance measurements indicating an issue with the electrode. The patient was hospitalized for intervention. Prior to intervention the intended s-ICD was interrogated and did not reveal any findings that would support intervention. It was suspected that at the time another device in the same room as the patient was interrogated accidently and not caught by the hcp. No unintended intervention was performed, and the patient was released from the hospital. The hcp provided feedback that the range of the s-ICD programmer transducer field needs to be decreased and/or the user of the programmer should be required to input patient name to offer more patient safety from the user interface.